Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable was torn. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The housing was removed from the back end, no damage was found. Additional observation(s) not reported by site: visual inspection of the instrument found insulation damage on the conductor wire at the distal end. The insulation is exhibited degradation on both conductor wires. The insulation is not broken, and no conductor wires are exposed. An electrical continuity test was performed, the instrument passed.